Event description:
The physician's assistant reported to maquet's account manager during a passing conversation that during multiple endoscopic vein harvesting procedures within the last few weeks, several short port btt black inflation valves dislodged (popped out) so the balloons would not remain inflated. The same units were used to complete the procedures by the p.a. Using a very small incision so the balloons do not have to be inflated yet still maintains the tunnel. The hospital did not report any patient complications. Since it is unknown how many cases, dates the cases occurred, how many devices or #s, this will be documented as one case with one device to track the general statement.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a cause of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B) (4).